Event description:
Information received indicates, the head hi/low function is drifting down over a 24 hour period.

Manufacturer narrative:
The technician found the hydraulic manifold was not working. The manifold was not leaking. The technician replaced the hydraulic manifold to repair the bed.